Event description:
The doctor reported the abutment screw fractured.

Manufacturer narrative:
Investigator was unable to confirm the reported event as the product was not returned and a lot or order number was not provided. The review of the product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting. Discarded.